Manufacturer narrative:
(B)(6); 2531779-03/24/2010-003-r. The pump was returned to animas and evaluated by product analysis on (B)(6) 2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Evaluation also revealed an out of calibration force sensor. Unrelated to the complaint, investigation revealed a punctured bolus button.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins and an out of calibration force sensor. This report is being made based on the evaluation results.